Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device analysis found normal battery depletion. The no output was the result of battery depletion.

Event description:
It was reported that the device was at eri (elective replacement indicator) and the battery voltage measurement could not be determined. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.